Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual decrease in amplitude measurements and pacing impedance measurements eventually resulting in low out of range pacing impedance measurements of 445 ohms. No noise was able to be produced with pocket manipulations and patient isometrics. Boston scientific technical services (ts) discussed the pacing impedance range for this lead is 450 - 1800 ohms and discussed the option of continued monitoring. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that no further testing was performed and the physician elected to program the minute ventilation feature off and continue monitoring.